Manufacturer narrative:
This report is one of three reports related to three reportable events that occurred on three different days. This report is related to MDR#1061932-2012-00046 and 1061932-2012-00047. Bec identifier for this complaint is (B)(4).

Event description:
Customer reported to beckman coulter, inc. (Bec) that the baths and the vacuum isolator chamber of the coulter ac.t diff 2 analyzer overflowed and leaked onto the counter. There was no report of patient results affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found the waste pump was starting to fail. The fse replaced the waste pump and verified the instrument. The fse verified the controls passed.